Event description:
Complainant alleged that medics were monitoring pt (age and gender unk), and the unit's monitor screen began to display "unitelligible ECG rhythms." They obtained another unit and continued to treat the pt there was no adverse effect on the pt.